Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00535 and 2134265-2015-02545. (B)(6) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (lcx) artery with 100% stenosis and was 36mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x38mm promus element plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Four days later, the patient returned to the cath lab for a planned intervention to the left anterior descending (lad) artery. The target lesion was located in the mid lad extending into the distal lad with 100% stenosis and was 24mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 2.50x38mm and 3.00x24mm promus element plus drug-eluting stents. Following post-dilatation, residual stenosis was 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In march 2015, coronary angiography was performed which revealed a 100% proximal lad coronary artery stent thrombosis and the patient was subsequently hospitalized. On the same day, the 100% stenosis in the proximal lad was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Three days later, the event was considered as recovered/resolved and the patient was discharged on the same day.